Event description:
It was reported that the device¿s enclosure began separating after the user removed the case to clean it, while the device remained usable; this aligns with a hardware housing integrity issue involving the external casing. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy, no alarms, and no medical interventions. Investigation included customer interview and logistics review for replacement and return. Investigation of this case revealed physical separation of the screen bezel or housing consistent with enclosure integrity failure, with no associated functional performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical stress or wear of the device housing.